Event description:
During a scheduled device change out, when this rv lead was connected to the new device, shock impedances were too high. The rv lead was tested through the psa and was also found to be out of range. This rv lead was capped and new lead was implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.